Event description:
A report was received that the patient had discomfort at the pocket site. The patient underwent ipg relocation procedure and was doing well post operatively.

Event description:
A report was received that the patient had discomfort at the pocket site. The patient underwent ipg relocation procedure and was doing well post operatively.

Manufacturer narrative:
Additional information was received that the patient was previously noted with a small teardrop dehiscence at the medial margin at the ipg site draining a scant amount of serous fluid. The patient had warmth and pain at the ipg site and developed tenderness at the midline incision. Antibiotics were prescribed and were eventually discontinued when the labs came back essentially normal. The ipg and the midline incisions were healed but the pain and tenderness continued. Warmth and mild edema overlying the ipg were noted. In addition to the ipg revision of this patient, lead revision was also done. Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.